Manufacturer narrative:
Device was returned for analysis on 5/16/2016, and additional information was received on 5/17/2016: there was no patient injury or need for intervention. The coil was successfully removed through the microcatheter, and was not stretched or prematurely detached. The same enpower detachment control box and standard cable were used throughout the procedure. A pre-deployment electrical check had been performed and no fault light was seen during the case. All connections appeared to fit properly without application of excessive force. There had been no resistance/friction between the coil and microcatheter. The cable and dcb were not available for analysis. The target aneurysm was in the anterior communicating artery. The date of the procedure could not be obtained. The coil was returned entangled; however, it was reported that this damage occurred during post-procedure handling, and there was no coil damage during the procedure. Conclusion: as reported by a healthcare professional, during treatment of an anterior communicating artery aneurysm, the helipaq coil (che18062030/c35989) could not be detached. They tried several times without success. It was reported that the lights on the detachment control box were lit. The coil was removed through the sl10 microcatheter, and was not stretched or prematurely detached. The same enpower detachment control box and standard cable were used throughout the procedure. A pre-deployment electrical check had been performed, and no fault light was seen during the case. All connections appeared to fit properly without application of excessive force. There had been no resistance/friction between the coil and microcatheter. There was no delay in the procedure or patient injury, and the procedure was completed with a same/like product. The product had been stored according to labeling instructions. The detachment control box and cable were not returned, and the coil was returned entangled; however it was reported that this damage occurred during post-procedure handling, and there was no coil damaged during the procedure. The helipaq was returned for analysis. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. As viewed through the returned packaging, the coil was found to be entangled; however, the coil was undamaged. The detachment fiber is intact and did not receive heat and melt. The device positioning unit (dpu) failed electrical testing with resistance at 39.3 ohms (range 48.5/56.0), and the lab sample enpower dcb and cable systems ready green light failed to illuminate. When compression was applied to the resistive heating coil section, the device positioning unit (dpu) passed electrical testing with resistance at 53.1 ohms and the enpower systems ready green light illuminated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil failure to detach was confirmed. The dpu failed electrical testing. While the exact root cause cannot be determined, the most likely contributing factor to the coils non-detachment may have been due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrical tested prior to final packaging. It should be further noted that an incompatible 10 series microcatheter was used with an 18 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the codman microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. ¿the codman microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.017 to 0.021 in (0.356 to 0.533 mm). The inner lumen of the sl-10 microcatheter is 0.0165.¿ in addition without the return of the complete detachment system and the sl-10 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Since there was no manufacturing issue found that could be related to the coil non-detachment, no corrective actions will be taken at this time.

Manufacturer narrative:
The exact date of the event was unknown. (B)(6) 2016 is the best estimate of the event date. It was reported that the device would be returned for analysis; however, the device has not yet been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, the helipaq coil (che18062030/c35989) could not be detached. They tried several times without success. An sl10 microcatheter was used for the procedure. It was reported that the lights on the detachment control box were lit. There was no delay in the procedure, and the procedure was completed with a same/like product. The product had been stored according to labeling instructions. It was reported that the device would be returned for analysis.